Event description:
The customer reported getting 8 incidents of "therapy failures".

Manufacturer narrative:
The customer reported getting 8 incidents of "therapy failures". The product support engineers received samples of the therapy cables, therapy ports, philips carry bags and non-philips carry bags. Evaluation of the therapy cable showed signs of wear that we believe is related to the use of a non-philips approved accessory bag. This accessory bag, when tested by philips, resulted in wear on the pins of the therapy cable.